Event description:
The customer contact reported silicone sleeve of the clave secondary port remained in the depressed position. On an unspecified date, the option-lok male adapter of the primary tubing was connected to the pt's IV access site and was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a syringe was connected to the clave secondary prot on the cassette of the tubing set for a piggyback delivery of an unspecified medication. It was reported that after the delivery of the piggyback medication was complete, the nurse disconnected the syringe from the clave secondary port. At this time, the customer contact reported that the silicone sleeve of the clave secondary port remained in the depressed position and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.